Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an ercp (endoscopic retrograde cholangiopancreatography) with polyp removal procedure. According to the complainant, after removing a small polyp, an injection gold probe was used to cauterize a minor bleed. However, during withdrawal, the probe tip detached within the scope. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the distal ceramic tip fractured and detached. The distal tip was not returned for analysis. Functionally, when the handle was actuated, the needle extended and retracted without issue. Further material analysis of the fractured area revealed that the break occurred due to a bending overload. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that the distal tip detached. During manufacturing, injection gold probes are 100% inspected for device integrity so the damage likely occurred due to anatomical/procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The patient's exact age is unknown. However, they were noted to be (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an ercp (endoscopic retrograde cholangiopancreatography) with polyp removal procedure. According to the complainant, after removing a small polyp, an injection gold probe was used to cauterize a minor bleed. However, during withdrawal, the probe tip detached within the scope. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.